Event description:
White end piece of amiodarone filter unable to come detached from filter tubing to attach to primary tubing. One other tubing from same lot had same issue. Third filter/tubing worked.